Event description:
A customer reported the unit shut down on its own before a procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The backup battery was determined to be ¿dead.¿ the battery power module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 24, 2012. Based on qa assessment, the product met specifications at the time of release. The reported event can be attributed to a nonconforming battery power module. (B)(4).